Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 26th june 2013 and performed to specification up to the 19th july 2015. The device records multiple manual power ups between the 25th july 2015 and the 9th august 2015.manual power ups are recorded containing nonsensical durations on the 6th november 2015 and on the 18th may 2016. This may indicate the device was switching on automatically and the user was intervening by removing the pad-pak to power off the device rather than using the on/off button. The returned pad-pak was inserted into the device and the device passed a self-test. The device failed to power off using the on/off button. This indicates a fault. A successful test shock was delivered during the testing with an acceptable measurement being recorded. The device again failed to power off using the on/off button. Investigation found the reported fault can be attributed to a broken track. This resulted in the device failing to power off using the on/off button. This would account for the power ups containing nonsensical durations and the ten minute manual power ups. This may appear to the user as the device switching on automatically. The fault could not be replicated with a good membrane fitted.